Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they felt an electrical shock throughout their entire body during a coughing fit they had on (B)(6) 2024. After the coughing fit, the patient said the shock went away, but the shock happened again when they sneezed later on. The patient added that they also felt the shock when they have bowel movements, but the shock was not as strong as it was when they had the coughing fit. The patient stated that the shock happened again this morning. The patient asked if the shock could have been caused by a damaged ins. The patient mentioned that the other day they got pinned between a doorknob and a door, and they noticed they have a bruise that they were pretty sure was in the area of the ins. The patient thought the bruise in the area of the ins might indicate that the ins was damaged. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that they have an appointment with their primary doctor tomorrow. Agent sent an email to patient registration services to update the patient's managing healthcare provider information. The patient mentioned relevant medical history which included that they consulted with a urologist out of essentia health in duluth, mn when they had a previous issue with the ins.